Manufacturer narrative:
(B)(4). Initial reporter email address - (B)(6). This MDR was previously submitted on 03/21/22 at 01:09 pm pst with MFR# 3004753838-2022-042910. The ack2 was received on 03-21-2022 at 16:21:38 with coreid: ci1647894020919.20432170@fdslv86005_te1 day 25. Per cdrh/cesub ¿we are unable to locate the below submissions. They were not received. Please check your submissions for any issues, repackage them properly and resubmit them." As per esg/cdrh email on 3/18/2022, this submission is considered a timely submission.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.